Event description:
Additional information received reported the device was used to deliver compounded baclofen, morphine and clonidine. The cause of the event was due to the pump however the issue was unknown. No further information was provided.

Event description:
It was reported an overdose occurred. The patient was in the intensive care unit (ICU). The health care provider in the ICU wanted the pump interrogated to see what the patient¿s prescription was. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731 lot# serial# (B)(4), implanted: 2006 (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).